Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.